Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received a no power alarm. The patient's blood glucose at the time of incident was 157 mg/dl. Customer states that she had been at church and does not recall any previous alarms or low battery alerts, and that she has never had a no power alarm before. Troubleshooting was initiated for the off no power alarm and the customer did not report on any noticeable damage to the pump. The customer was advised to monitor the insulin pump and call if any problems persist. No products are being returned, and a replacement battery cap was shipped to the customer.